Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the patient was changing the cassette to another one for regular replacement, a no message alarm went off. The patient reattached the cassette and changed the pump to another one, but the alarm persisted. The patient then changed the cassette to another one and the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: five photographs and three cassette samples were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of picture one shows a cassette product in used condition and filled. Picture two shows the front view of a cassette product flow stop model. Picture three shows the top view of cassette product. Picture four shows the bag neck section of a cassette product. Picture five show two cassette products in original packaging. One cassette sample was received inside in a plastic bag after use and decontaminated. Two cassette samples were received in unused conditions inside in the original packaging. Visual inspection: the cassette samples received do not present any damage, kink or, cut that could cause the failure mode reported. Accuracy test: the cassette samples received were connected to a pump to look for unusual function. Results: the returned samples passed the test, and no issues were found at the moment to run the pump. Functional testing: a sample was filled with 100ml of water and was connected to a pump to look for unusual function. Results: the returned samples were fully priming and connected without difficulty, the pump was set, running and no alarms were activated. The customer reported complaint is not confirmed. No root cause was determined, and no action was taken as the complaint was not confirmed. However, a CAPA was opened to investigation the failure mode reported. The CAPA is currently ongoing in the investigation results phase. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.